Event description:
The event is reported as: the green piece of the bite-gard became detached from the white arm. The alleged incident occurred on a pt during an unspecified medical procedure. The complaint indicates that the pt was very combative and the medical staff had problems sedating the pt. No pt injury reported.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.